Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with a grey, unresponsive display could not be used after a restart attempt and charging, consistent with a display difficult to read involving the touchscreen component; a replacement device was arranged, and the user was advised to continue glucose monitoring via the cgm app or receiver. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem identified and a display readability issue attributed to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.